Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2025, a sales representative reported via email that the suture of an ar-3652sp fibertak rc suture anchor unexpectedly ripped during passing. The case was completed, and no further details were provided. This issue was discovered during a shoulder arthroscopy procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/29/2025: the anchor was properly seated prior to suture passing. During tensioning, the suture of the ar-3652sp fibertak rc suture anchor ripped near the anchor. Both the damaged suture and the anchor were removed from the patient. The procedure was completed using an ar-2324bcc biocomposite swivelock suture anchor. There was no delay in the case, no additional anesthesia was administered, and no adverse effects were reported during or after the procedure. No photos were taken of the event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.